Event description:
It was reported by the physician that post a drug eluting stenting treatment procedure, hypersensitivity occurred. The physician treated a lesion in an unknown location with a 2.50x8mm taxus express2 drug eluting stent. The physician reports that "ever since that time, the patient developed what looked like allergies and hives. He has been extensively evaluated. We changed all his drugs and pharmacology so that we denoted to identify the culprit. After an extensive review and medication change, nothing seems to be the culprit based on stopping and starting medications separately over time. It has been over eight months and sometimes the hives cause him to have symptoms of a raspy voice, but no specific difficulty in breathing . He has had a swollen tongue and lips on occasion. He has not anaphylaxis or angioedema." Further information has been requested, but has not been received.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.